Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was delivering insulin unexpectedly, had diminished battery life and had to have multiple rewinds per prime. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump rewind was slower than in the past and the pump was making unusual grinding noises when rewinding. Troubleshooting was not completed as the customer could not be reached back. The insulin pump will not be returned for analysis.